Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last basal delivery was on (B)(4) 2015 at 20:29. The total daily dose reflected the user's programmed basal rate. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units in the tdd. A 10 unit normal bolus and a 10 unit audio bolus were performed and both were recorded appropriately into the bolus history and tdd. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal totals in the history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.